Event description:
It was reported that during a da vinci surgical procedure, that broken wires were observed on the mega needle driver instrument. The planned surgical procedure was completed. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instrument's grip cable was broken. One grip cable was broken at the distal clevis, and the cable segment stuck out approximately .650. The other cables at the wrist did not appear to be damaged. The distal idler pulley did not display damage. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however; the broken cable if to recur could cause or contribute to an adverse event.